Manufacturer narrative:
Mayfield triad skull clamp (a1108) was returned for evaluation: failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the lock having rotational and lateral movement and a residue buildup was present. Replacement of worn internal parts performed. Root cause analysis: complaint confirmed via inspection of the unit. The lock had movement and required replacement of worn internal parts. Probable root cause is routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A customer reported that the mayfield triad skull clamp (a1108) was loosening once affixed to patients' skull. No patient injury was reported or surgical delay has been reported.